Manufacturer narrative:
Method: no device returned for exam. Approximately 4-5 of the pds sutures used in this procedure pulled through the biodesign graft on the side of the pt's ileal conduit causing the bowel to eviscerate. The bite depth of the sutures is unk. It is also unk how much tension the device was under. This along with the use of the wound vac may have contributed to the event. The IFU states that suturing, stapling, or tacking more than one graft together may cause decrease graft performance which happened in this case. It is also stated in the IFU that if the graft is cut too small for the defect, excess tension may be placed on the suture line. This can result in recurrence of the original tissue defect or development of a defect in the adjacent tissues. This pt was a complicated case with cancer comorbidities. He was known to be overweight.

Event description:
After surgery for a bowel obstruction, the bowels became enlarged and inflamed prohibiting a primary closure of the abdomen. The defect was so large that a 20x20 and a 20x30 device were bookended together to bridge the abdomen. At approximately 30 hrs post procedure, the sutures had pulled through the mesh and the pt had eviscerated. A bedside dressing change was performed on (B)(6) 2010. On (B)(6) 2010, the device was removed and vicryl mesh was placed by the surgeon.